Event description:
A beckman coulter inc. Field service engineer reported that they observed a leak coming from the wash buffer reservoir of an access 2 immunoassay system. No patient results were involved in this event. There was no modification to patient treatment associated with this event. Although the leak had the potential to pose a slipping hazard, there were no reports of death or injury associated with this event.

Manufacturer narrative:
The field service engineer (fse) discovered that the leak was coming from the wash buffer reservoir. The fse replaced the wash buffer reservoir. Upon completion of the necessary and verified repairs, the instrument's system performance was verified and then the instrument was returned back into service. Hardware is the root cause of this event.